Event description:
It was reported that the surgeon had to re-do an oasys case to further reduce a dislocation. It was noted that the head came off the threaded piece on one of the pa screws without any visible breakage.